Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI)is unknown because the part number and lot number were not provided. Date of event estimated. Date of angiography estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During the procedure, which was a long intervention, the clamp seal leaked when two devices (guide wire and stent or balloon) were inserted into the rotating hemostatic valve (rhv). The device was removed and another rhv was used to continue the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.